Event description:
Defective interpulse handpiece, was discovered to be defective before surgical procedure started, so no harm to the patient.

Event description:
Defective interpulse handpiece, was discovered to be defective before surgical procedure started, so no harm to the patient.